Event description:
Edwards received information that this mitral pericardial valve was explanted after one (1) year, eleven (11) months due to paravalvular leak (pvl). As reported, moderate pvl was observed from a perforation at the outside of the patient's native annulus near the posterior commissure area. This was eventually replaced with a 25mm mechanical valve. The patient was listed as "recovered" in the ICU.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect on a leaflet. Host tissue around the stent circumference was minimal on the inflow and outflow aspect. As received, the sewing ring cloth was cut around two (2) leaflets on the inflow aspect. The x-ray demonstrated a bent in commissure and an intact wireform. No other visible inconsistencies were observed on the valve. Method: x-ray. Additional manufacturer narrative: the clinical report of paravalvular leakage could not be confirmed through visual observation. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement or patient factors and is not a result of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative:the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.